Event description:
It was observed that during the device evaluation, the flex video scope exhibited the tip objective lens adhesive peeling. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the peeled adhesive was likely caused by external factors or handling; however, a definitive root cause could not be determined. The event can be inspected by following the instructions for use (IFU) which state: -inspections methods are written in instructions for use of operation manual: chapter 3 preparation and inspection. 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.